Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to minor infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of a system revision due to minor infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker was explanted. Additional information indicates that the pacemaker was explanted due to aseptic erosion. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes. If information is provided in the future, a supplemental report will be issued.